Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 550 mg/dl, in range of 500 mg/dl. Customer experienced symptoms such as muscles tightening, thirsty. Customer stated insulin pump had insulin flow blocked alarm. It was unknown that customer was using auto mode or not. Troubleshooting was performed. The insulin pump will not be returned for analysis.